Manufacturer narrative:
(B)(4). The balloon catheter was returned with dried blood and dried contrast in the inflation lumen and in the loosely folded balloon, which is consistent with device use and a leak or rupture inside the patient anatomy. The entire length of the distal shaft was bent in random sections. The distal shaft was wrapped up around the hub when returned. There were three kinks noted on the hypotube. Using a new indeflator filled with water, the balloon was inflated, but did not hold pressure because of the tear in the shaft. It was reported that the balloon ruptured, but it was most likely that the balloon was not able to hold pressure due to the leak in the shaft thus giving the perception that the balloon ruptured. Factors that may contribute to a tear in the inner/outer members include, but are not limited to, manufacturing, handling of the product during preparation/use, and/or interaction with the guide wire. To help ensure that this damage is not the result of manufacturing, all products are 100% visually inspected for damage, including at the point where the catheter is inserted into the packaging coil. Additionally, all products are 100% leak tested prior to packaging and a sampling of units is destructively tested to verify inflation to rated burst pressure (rbp). There was no damage noted during the inspection prior to use and no leaks reported during catheter preparation which may suggest that the inner/outer members were not previously damaged and a product deficiency did not contribute to the difficulties experienced. The catheter was ultimately sent to the scanning electron microscopy (sem) lab for further analysis, which concluded that the outer/inner member (shaft) failure may be attributed to mechanical damage to the outer surface. The leaks were at a pinched area and the inner member leak was located under the outer shaft leak. The outer shaft and inner member both exhibited pinched material on the side opposite to the leak. It is possible that the shaft was damaged/pinched during manufacturing or during the procedure such that upon inflation attempt, the shaft ruptured as a result of the damage, though this cannot be confirmed. The cause of the shaft damage leading to inflation difficulty could not be determined; however, there is no indication of a product quality deficiency. The observed bends and kinks on the returned device most likely occurred during the procedure or during packaging for return as there was no report of damage during inspection prior to use. Review of the lot history record did not reveal any nonconforming material records related to this event and a review of the complaint handling database for this lot did not reveal any other incidents.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that during post dilatation of an unspecified stent in the mildly calcified narrow lesion in the mid right coronary artery, the balloon ruptured on the first inflation (atmospheres unknown). The device was easily removed and a non-abbott 3.0x23mm balloon successfully post dilated the lesion. There was no adverse patient sequela and no clinically significant delay in procedure. There was no additional information provided.